Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular lead exhibited low impedance and lead noise, reviewed on stored egm. It was also noted that the patient had phrenic nerve stimulation which developed several years after implant and could not be programmed around. The left ventricular lead and the right ventricular lead were explanted and replaced. The patient was stable post procedure.